Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation determined the reported difficulties appear to be related to circumstances of the procedure.

Event description:
It was reported that the procedure was performed to treat an occluded lesion in the proximal right coronary artery with heavy calcification and heavy tortuosity. The 2.5 x 12 mm trek balloon catheter was advanced without issue and attempted to be inflated to an unknown pressure, but the balloon would not inflate. It was suspected that a balloon rupture occurred. The trek was removed and replaced. A new trek balloon catheter was used without issue. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.